Event description:
It was reported the pt is experiencing a painful, uncomfortable burning sensation when she lays down. The pt will be reprogrammed as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.